Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the patient received a vaginal burn. There were no warning lights or signals that there was a loss of fluid and no visible leakage at the time of the procedure. Reportedly, it appears to be a first degree burn located in the vagina about the size of a quarter of an inch. The patient was treated with a cream (unknown) and a full recovery was expected. The tenaculum stabilizer was used during the procedure.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.